Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and tube have foreign objects a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: deformed plastic distal end cover (c-cover). The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Additionally, based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a piece of metal sticking out at the distal end. The issue was found during reprocessing. There were no reports of patient involvement.